Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; blood observed in all conductors (not obstructed); lead stretched; implant damage; full lead-returned and analyzed.

Event description:
It was reported, during the implant procedure, blood was in the lumen of the lead far more proximal than expected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.